Event description:
It was reported the patient's device was replaced due to a staph infection. The patient said she became aware of the infection on (B)(6)2009, and the device was replaced with a new implantable neurostimulator on (B)(6)2010. Reference mfg #3004209178201008065 for additional information.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.